Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the summit stem, pinnacle liner, and ceramic head were implanted on (B)(6) 2010. X-rays showed head had worn down liner in 11 years. Surgeon wants to know why the poly liner only lasted 11 years. It was also reported that head was disassociated. Doi: (B)(6) 2010, dor: (B)(6) 2021, (left hip).